Event description:
It was reported patient has been scheduled for a full system explant. No additional details were provided. Additional information received noting that the patient had their device explanted due to tolerability issues and anxiety. The patient's device had been disabled for several years. The explanted devices were not made available for return. No other relevant information has been received to date.